Event description:
Event description guidant received information that the rate/sense portion of this right ventricular lead was exhibiting numerous episodes of oversensing, leading to inappropriate shocks. The noise is unable to be recreated. All lead measurements are normal and stable. The patient was watching television at the time of the episodes. Sensitivity is programmed to nominal. Inhibition of pacing was noted, although this patient has an intrinsic rate of 60 beats per minute.